Event description:
Alliance registry. It was reported that restenosis occurred. The patient presented with myocardial infarction. The 90% stenosed target lesion was located in the mildly calcified mid left anterior descending artery (lad). Treatment with a 2.00 mm x 15.00 mm agent dcb was completed on (B)(6) 2023. At a follow-up visit 6 months after the procedure on (B)(6) 2024, coronary angiography was performed, and restenosis was noted. There was no obvious chest pain, and the patient requested to consider revascularization. On (B)(6) 2024, revascularization was required, and the procedure was performed.